Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported experiencing night sweats and that her left rib wall was sore. The patient also mentioned being treated for a breast infection. Follow-up with the physician's office indicated that the system was functioning normally, and that patient was being treated for infection in the distal part of the breast, but that the infection was not device-related. The device remains in use. No patient complications have been reported as a result of this event.